Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported that her blood glucose rose to 320 mg/dl. She also reported that the cannula may not be inserted properly and may be kinked.